Manufacturer narrative:
Other applicable components are product type extension product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient's dystonia was more focal on the left side due to brain damage. Patient has been having pain which is greater on the right than left. Yesterday they turned one of the stimulators off and the pain got a little better but was still there, then they turned off the left side and it seemed to get better. When therapy is on, behind the patient's ears she keeps getting burning, itching, pain on and around the extension wire. This has been going on for some time and is getting worse and patient will dig at it repeatedly. Patient verified it was not shocking but it just burns and itches. The patient's dysphonic episodes have suddenly increased, even when therapy is on. It was reported that patient has pinching and burning, sometimes it more of a sharp pain like a shock. Patient was just digging the back of their neck and there was no signs of redness or warmth. The caller was expect ing to hear from the nurse today at the managing health care professional (hcp)'s office but stated that they had not called the hcp sooner because they keep telling her that the patient needs psychiatric help and it was in their head. No trauma/falls that could be related to the event were reported. The managing hcp's office indicated the soonest they would be able to get the pt in week after next. The caller wanted to know if they should turn the implant off, and it was reviewed that the caller should consider risks vs benefits of doing so, and that turning therapy off would not necessarily resolve all issues depending on root cause. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that that patient's dystonia had increased and patient was miserable. Patient has been having a lot of really bad problems and spent a day in ICU and two days in hospital 2 days ago. The health care professional (hcp) that programs the patient's device was the patient's admitting hcp and said the integrity was good. The hcp thinks it's all in the patient's head and patient has not been to school in 2months. It was noted that patient said it hurt to breath, was really uncomfortable , patient was walking with a bad limp and their arm was turned in. Patient asked their mom to turn them off, and stimulation was turned off, but the symptoms did not resolve with stimulation off, and it was still hurting around the ins's. Patient was experiencing pain around the ins's but there is no visible evidence. The caller wanted to know if turning stimulation off should resolve the patient's symptoms, some general information was reviewed for the caller and redirected to the hcp to resolve patient's medical symptoms. The caller wonders if maybe the leads in the patient's brain had moved because patient was not getting the benefit anymore. It was reported that patient was in a car accident , patient hit the back of their mom's seat on (B)(6) 2018, it was a parking lot accident, they told the hcp about it but the hcp did not do testing. It was reported that they noticed patient was not getting benefit from the device/therapy 2.5 years and the only other medical was tonsillectomy and 8 days after that had a tonsil bleed rushed back to the hospital. Last night, patient tried clonopin 1mg helped a little and nasal versed helped just a little bit. It was also noted that they called the hcp yesterday and was waiting fora call back from the hcp. No further patient complications were reported/ anticipated as a result of this event.